Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock implanted with an impella 5.5 pump for mechanical circulatory support experienced drain site bleeding and a stroke. Midway through time on support, heparin was paused due to bleeding at the pericardial drain site and was later resumed. Additionally, during explant of the device (after approximately 30 days of support), the patient experienced a stroke. The status of the patient was noted to be stable.

Manufacturer narrative:
The investigation for the stroke and vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke and vascular damage could not be determined. Added-h6 component code 925.